Event description:
During a laparoscopic sigmoid resection procedure using a plc60, while moving the device through the trocar, the device fired without any manipulation of the fire button. There was no impact to the patient.

Manufacturer narrative:
The plc60 was returned and evaluated. There was water found in the handle, that contributed to the intermittent condition. Evaluation summary: when attached another device, the plc60/pc100 responded to keys not pressed. There was water in the handle of the plc60 when received at pmi. After an autoclave cycle that included 4 minutes sterilization and 30 minutes dry period the handle was dry.